Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified infection. The ipp device was explanted and a new malleable prosthesis was implanted. The patient had a good outcome following the procedure.